Event description:
It was reported that during a routine visit, it was not possible to download the history from the controller on screen. A new power module and system monitor were used but the problem did not resolve. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the issue resolved after controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller not communicating with the system monitor was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). The controller did not pass the preliminary test due to not communicating with the system monitor. The controller power cables were replaced with test power cables and the issue resolved; the controller was communicating with the power module/system monitor appropriately. The controller was then functionally tested and passed without any issues. The white power cable of the returned controller was opened and inspection of the underlying wires revealed that the wire associated with the communication line was broken; this prevented the controller from communicating with the system monitor. The log file downloaded from the returned controller contained approximately 4 days of data (22may2023 ¿ 26may2023 per the timestamp). The log file data did not indicate any issues with the system controller. The driveline was disconnected on 26may2023 at 8:41:37 to exchange the system controller. There were no other notable events observed in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event was determined to be the wire associated with the communication being broken; the cause of the damaged conductor appears to be consistent with repetitive flexing of the cable over time. Incidental finding: broken strain relief on white power cable. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 28oct2022. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.